Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the patient had a trial for toe coverage, and it was successful. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial #: (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's ins for their pain wasn't working right- it wasn't helping control the pain in their big toe / sciatic nerve as it previously was. The patient believed it needed to be reprogrammed. The change in symptoms was noted as being a gradual change. Additional information was received from the patient. It was reported that the patient wanted to speak with a rep for reprogramming. The patient had a new lead wire placed the day prior to the report and said that the lead was moved to help with pain coverage. The patient mentioned working with the rep a few times in the past for programming adjustments. No further complications were reported.